Event description:
It was reported that the fiber cap broke off inside the pt at (B)(4) joules into the procedure. The fiber cap was not retrieved. The pt outcome was reported as "okay". The procedure was completed with a second fiber.

Manufacturer narrative:
In event problem, the component (B)(4) fiber and (B)(4) cap go with the device (B)(4) break.